Event description:
During a follow-up, ventricular noise oversensing was observed. Therefore, lead extraction and reimplantation was planned. During the re-intervention, it was reportedly impossible to unscrew the lead from the device. The lead was cut off to allow extraction. The defibrillator was replaced in order to connect a new lead. The preliminary analysis revealed that the reported noise oversensing was most likely due to a lead issue.

Event description:
During a follow-up, ventricular noise oversensing was observed. Therefore, lead extraction and reimplantation was planned. During the re-intervention, it was reportedly impossible to unscrew the lead from the device. The lead was cut off to allow extraction. The defibrillator was replaced in order to connect a new lead. The preliminary analysis revealed that the reported noise oversensing was most likely due to a lead issue.